Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced with a non-rechargeable device. Reportedly, the patient failed to charge the ipg and the device's battery depleted. The issue was confirmed as communication between the ipg and external devices could no longer be established. Stimulation therapy was restored postoperatively.